Event description:
Pt was being fed using the device. 1500 ml of an enteral feeding solution were hung, and the pump was set to deliver 85 ml/hr. 1000 ml were delivered in 5 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.